Event description:
Tip broke during rhinoplasty procedure. An x-ray was performed to locate tip and the tip was subsequently removed.

Manufacturer narrative:
The delicate dissecting scissors was rec'd for investigation. Visual examination noted that the bottom blade was broken about 3mm from the tip. The break is consistent with being broken while in use. There are no indications of corrosion, material or craftsmanship defect. A review of this lot's DHR did not find any indications that material or workmanship problem would have contributed to the failure. Trending for this condition on this lot has not been detected. The exact root cause was not found, but may be attributed to mechanical overstress. Cause of mechanical overstress can not be determined at this time, but may include but not limited to, use for which the product was not intended for and or became damaged during abnormal handling such as reprocessing.